Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient passed away 23 days after the generator was replaced. There was no information provided confirming the patient's condition improved or information about the patient's death. The device was not returned to boston scientific.

Manufacturer narrative:
As of today, the device has not been returned for analysis. Should the device be returned, this report will be updated.

Event description:
Boston scientific received information that the patient with this device experienced cardiac arrest. The patient was reported to have a heart rate in the 30's, external pacing was applied and the patient was intubated. The device was attempted to be interrogated but was unable to be. A magnet was applied with no response from the device. Additional information indicated that the device had been very infrequently checked and the device battery had depleted. The patient was seen for an emergent generator change while being transcutaneously paced. The new device was successfully implanted and operating appropriately. A request for the return of the device was made.